Event description:
The patient was hospitalized for hypoglycemia. The patient's wife reported that he administered an insulin bolus to compensate for a meal and then did not eat.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor which rendered the pump inoperable, however, pump history indicated that daily insulin delivery totals were consistent up to the date of the hospitalization. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.